Manufacturer narrative:
Based on the information provided, at this time no conclusion can be made as to the degree to which the xenmatrix ab graft may have caused or contributed to the post surgical seroma. Seroma formation is a known inherent risk with the use of any prosthesis, and is identified in the adverse reaction section of the IFU as a potential complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is provided, a supplemental MDR will be submitted. Remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a post surgical seroma. On (B)(6) 2016 the patient was implanted with a bard xenmatrix ab graft for the repair of a primary ventral hernia in addition an intraperitoneal repair with component separation technique was performed. Drains were inserted in the right and left lower quadrants (intraperitoneal) and in the midline. The drains were removed on (B)(6) 2016 respectively. On (B)(6) 2016 the patient underwent a follow up physical exam in which an abdominal wall seroma was found and defined to be definitely related to the procedure and possible related to the device. An additional drain was placed in the right lower quadrant on (B)(6) 2016. On (B)(6) 2016 the patient underwent physical exam and the drain was removed. During this exam it is noted that the appearance of the skin over the hernia site is well healed, not bulging and no hardness to palpation.